Manufacturer narrative:
(B)(4).

Event description:
Follow-up with the patient's healthcare provider indicated that the cause of the event was "non-functioning on two leads". The reporter was unsure if there were any abnormal impedance measurements. It was noted than an x-ray was done on (B)(6) 2013. Signs and symptoms associated with the event were reported as pain and "non-functional". It was indicated that the device was replaced. The patient did not require hospitalization. No patient outcome was provided.

Event description:
It was reported the device stopped working when "the wire moved" in (B)(6) 2012. Shocks would be experienced by the patient when the "wire moved." It was stated the system was checked and two of the electrodes were determined to be "defective" and one electrode "did not work at all." The cause for the movement was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v596737. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).